Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that despite the battery being charged by the device a "low battery" message was shown. There was no report of pt involvement.